Event description:
It was reported that the gynecologic laparoscope image was flickering with stripes across the screen, the issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device was broken, the cover glass of the insertion section was cracked, the outer tube had a dent, the protector of the video cable section was cut and the image was purple. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device was broken due to the image was purple. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.